Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a complaint regarding the 4x4, island dressing, sterile 50/bx a50044. Patient called to state the adhesive on the island dressing made by rit med (a50044) and petro pacifica manufacturer is too strong and is tearing the patient's skin. No lot/exp date on boxes. Patient first got these manufacturers 2/10. The one that the patient likes are #44258 made by medical action. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).